Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0kyhn, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and the patient was getting good therapy benefit for about 2 days post implant. The patient had hotness, urgency, and vaginal pressure and the patient¿s health care provider (hcp) wanted to discuss changing settings. The implantable neurostimulator (ins) was communicated with and the status was off. The ins was interrogated with the clinician programmer and usage was 335 hours total and 93 percent usage. Program 4 was used 98 percent of the time and it was noted that the patient did not have therapy benefit after the first 2 days. On program 4 the patient was experiencing pain and discomfort and the only way they could describe how it felt was like wearing a crooked tampon. The patient went to see their hcp and they changed them to program 1 and the patient did not understand the patient controller. The hcp spoke with the manufacturer representative earlier today and they ruled out infection prior to calling. A few weeks later the patient was having issues with incontinence and was wondering if they could turn it up. The patient had a loss of therapeutic effect 2 days ago and they had a lot of leakage and couldn¿t make it to the restroom. The patient turned it up a little but didn¿t want to go too much because they were not sure if that was the proper thing to do. The patient kept turning it up by 0.05 or 0.10 but it was not helping and it felt like they had never had the surgery. The patient was doing fine after the incident with program 4 and just recently it had gotten bad. The patient was on program 1 at 1.75v and knew how to turn it up on their own. The patient just wanted to make sure it was ok to turn it up and make sure they didn¿t get ¿zapped or anything.¿ the patient would turn it up more and was afraid to try any other program because of their experience on program 4. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.